Event description:
The customer contacted beckman coulter, inc. (Bci) regarding false low phenytoin (phy) result generated by the synchron lx20 pro clinical system. The original result obtained was 2 umol/l. Upon repeat on another instrument the result obtained was 85 umol/l. The erroneous result was not reported outside of the lab. There was no affect to the patient or user associated with this event.

Manufacturer narrative:
Qc before and after the event was within the lab-established ranges. A field service engineer (fse) replaced a faulty sample wash collar. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.